Event description:
It was reported that during a routine inspection of the device a polarity switch from bipolar to unipolar mode was noted on the atrial lead. The lead was reprogrammed and remained in use. It was later reported that the patient felt a "jerking" around his pacemaker. The atrial lead was then capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.